Event description:
It was reported that the customer had issues with the luer lock getting caught on things, and causing the site to be pulled out. Customer had high blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.